Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
(B)(6) qa/ra reports via e-mail: two pt presented with air bubbles in the pulmonary aorta during a coronary artery scan. Upon inspection, the radiographer found that there was contrast on the floor after injection and suspects that this was due to a faulty mallinckrodt y-connector. This is report 1 of 2; (B)(6) male having a CT coronary scan with contrast. (B)(6) reports via e-mail: pt was kept in x-rays for +/- 2 hrs to check for any ade, pts were not hospitalized, IV access device jelco 18 gauge, optiray prefilled 350 125ml syringe, injection protocol 80ml 7.0mls/sec, to the pt IV site.